Manufacturer narrative:
The field service engineer adjusted the liquid level detection (lld), checked the alignment, and performed precision testing. The investigation is ongoing.

Event description:
There was an allegation of questionable estradiol g3 elecsys results from the cobas e411 rack analyzer. The initial result was <5.00 pg/ml with a data flag and was reported outside of the laboratory. The physician requested repeat testing as the result did not relate to the patient's clinical status. The repeat results with a 1:2 dilution were 5285 pg/ml with a data flag and 5078 pg/ml with a data flag. The reagent lot number was 63006900 with an expiration date of 31-may-2023.

Manufacturer narrative:
It was determined that the analyzer pinch valves aren't being replaced so often (2-3 times per year). Preventive maintenance was overdue. The investigation determined the service actions resolved the issue.